Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." Per tandem¿s user guide: insulin should be at room temperature before filling cartridge.

Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level read "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. A replacement pump was sent to the customer to resolve the issue. Reportedly, the customer was using cold insulin and the same cartridge for over 2 days with humalog insulin, which is considered off label use per the tandem user guide.